Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Generally adhesion issues are due to variations in skin condition and are not considered malfunctions. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The patient reported on (B)(6) 2015 the adhesive became loose while swimming so he tapped it down. The next day his blood glucose rose to 21.0 mmol/l (378 mg/dl) at which he decided to go to the hospital. Upon arrival they placed him on an infusion of insulin and nac1. His ketones measured between 6 and 7. He is still currently in the hospital at the time of the call.